Event description:
The customer contacted baxter's technical service center to report the cassette leaked fluid into the homechoice (hc). There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue of leak. The hp stated that the cassette leaked while it was inside the hc right by the cartridge behind the hc door. The hp discarded the cassette; the lot number was not available. The hp stated that hc was not in use at the time. Product surveillance advised that if an event like this were to recur, the hp should hold the sample so baxter can evaluate the issue.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined. A batch review was not performed as the lot number was unknown.